Event description:
It was reported that the insertable cardiac monitor (icm) signal suddenly change. Both the clinic mobile monitor (cmm) and the patient mobile monitor (pmm) were unable to connect to the icm. Boston scientific technical services (ts) suspected that the device may have migrated causing the signal to appear as noise and preventing connection. An x-ray was recommended to confirm the device's location. The icm remains in service and no adverse patient effects were reported. Additional information revealed that the patient advocate found the icm on the floor. The patient must have pushed the device out before the incision was completely healed. The connection issue was due the icm no longer implanted. No new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) signal suddenly change. Both the clinic mobile monitor (cmm) and the patient mobile monitor (pmm) were unable to connect to the icm. Boston scientific technical services (ts) suspected that the device may have migrated causing the signal to appear as noise and preventing connection. An x-ray was recommended to confirm the device's location. The icm remains in service and no adverse patient effects were reported. Additional information revealed that the patient advocate found the icm on the floor. The patient must have pushed the device out before the incision was completely healed. The connection issue was due the icm no longer implanted. No new device was implanted. No adverse patient effects were reported